Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient had episodes of syncope. Then right ventricular (rv) defibrillation lead was over-sensing. It had I intermittent failure to capture, pacing inhibition, high impedance and a possible fracture. The rv lead underwent laser removal two days later due to scar tissue and was replaced. The left ventricular (lv) lead was found to not be capturing and had low impedance and a possible fracture. Due to a large left ventricular thrombus, the lv lead was left in place and deactivated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, (B)(6) 2008, 5071-35 lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.